Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle is having poor sleeve function and leaking. This occurred on 10 occasions during use but the date/time and or patient information is unknown. The following information was provided by the initial reporter: material no: 368650, batch no: 9038621 (following up). It was reported the rubber that stops the blood from flowing when you change tubes is not closing immediately and they get blood in the needle holder. We are experiencing problems with the bd vacutainer eclipse 21g x 1-1/4. The rubber that stop the blood from flowing when you change tubes is not closing immediately and we get blood in the needle holder. Also we notice that it get hard to change the tubes and we are afraid to pull the needle out when pulling the tubes.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for sleeve leakage with the incident lot was observed. Evaluation/testing of the customer samples was performed and sleeve leakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for xxxxx with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle is having poor sleeve function and leaking. This occurred on 10 occasions during use but the date/time and or patient information is unknown. The following information was provided by the initial reporter: material no: 368650, batch no: 9038621 (following up). It was reported the rubber that stops the blood from flowing when you change tubes is not closing immediately and they get blood in the needle holder. We are experiencing problems with the bd vacutainer eclipse 21g x 1-1/4. The rubber that stop the blood from flowing when you change tubes is not closing immediately and we get blood in the needle holder. Also we notice that it get hard to change the tubes and we are afraid to pull the needle out when pulling the tubes.